Event description:
Attorney reported: 2005--the patient was implanted with a composix e/x mesh patch to repair an incisional hernia. In 2007--the patient underwent repair of massive recurrent incisional hernia. The surgeon found that the previously placed mesh was completely outside of the abdomen and adherent to the hernia sac. Also adherent to the mesh were come omentum and bowel. The adhesions were taken down and the mesh was removed and the hernia was repaired with sepra mesh. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.